Manufacturer narrative:
(B)(4). This report was received from a consumer via the baxter patient support program (patients retention program (B)(6)). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by turbid pd effluent and abdominal pain. On the same day as onset, the patient was hospitalized for the event. On the same day, the patient began treatment for the peritonitis with unknown antibiotics (doses, frequencies and routes not reported). Four days after being admitted, the patient was discharged from the hospital. Sixteen days after onset, the patient was recovered from the peritonitis and treatment was discontinued. On an unreported date, the patient was re-trained on the pd procedure (aseptic technique). At the time of this report, dianeal, extraneal and nutrineal therapies were ongoing. No additional information is available.